Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.

Event description:
The pt was not receiving good pain relief. The hcp determined the catheter was disconnected from the pump via x-ray observation. "The catheter was sheared off of the pump connector with a small piece still connected to the tub." The pt had catheter revision surgery and recovered without sequela. The drug contained in the pt's pump was morphine sulfate (10.0 mg/ml) delivering 0.45 mg/day.